Manufacturer narrative:
Company rep evaluated the unit and found the spo2 error messages in the system logs. Customer was provided with a loaner while the unit was sent to the company's repair center for further eval.

Event description:
Customer reported an issue with the passport 2 monitor, which may have affected spo2 monitoring. No pt injury was reported.